Event description:
Site reported case where pt presented with dvt and possible pe post-heart surgery and placement of "vc" filter. Angiojet xpeedior 100 was used to clear thrombus in iliac veins up to vc filter. During catheter operation, pt reporting tingling, vibration throughout body, nausea, whole body tightening up, o2 desaturation to 70% after 350cc infused. Pt was given 100% o2. Physician decided to bolus with reopro. The pt's nailbeds were blue. During angiojet procedure, there was a drop in o2 that closely correlated with operation of the catheter (ie, 95-97%, stopping catheter treatment resulted in return to 100% sat.), however, by end of procedure, sat was only 70%.